Event description:
It was reported by the intuitive surgical, inc. (Isi) field service engineer (fse) that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, persistent error fault was observed on universal side manipulator (usm) arm 4. The technical support engineer (tse) uploaded the live logs and noted multiple communication and motor errors being reported by the usm arm 4 and distal set up joint (suj). There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: usm arm 4 was disabled, and the procedure was completed using 3 functional usm arms. There are no photos or video available for evaluation. Also, patient demographic information was requested, but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified multiple communication and other errors. Error 30, 25730, 23098, 906, and etc. The fse replaced the universal surgical manipulator (usm) and distal set up joint (suj) as a precautionary measure. After replacement, the system was tested and verified as ready for use. Isi received the suj involved with this complaint and completed the device evaluation. During failure analysis, the suj was tested and operated without error. The suj passed all testing specification. Review of the error logs confirmed error faults related communication fault on the axes controller tornado (act) pca. Replacement of the act pca was performed as precautionary measure. Following this, the suj was tested and verified as ready for use. Isi received the usm arm but failure analysis (fa) has not completed their investigation. A supplemental MDR will be completed once fa results is completed or if new information is received. A review of the site's complaint history revealed that the report submitted under patient identifier (B)(6) is related to this record - patient identifier (B)(6). Patient identifier (B)(6) represents the initial occurrence of the issue on (B)(6) 2022, while this record - patient identifier (B)(6) documents the recurrence of the issue on (B)(6) 2022. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: (B)(4): motor axis message is late or missing on arm 4, (B)(4): brake state mismatch error on armnet4, usm axis 1, 30: wheel hardware information: arm4 suj distal (act) reported that the wheel was hit a maximum number of hw errors, (B)(4): ac_4b reported a wheel hw communication fault. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with the complaint and completed the device evaluation. The unit came in with a reported problem for error code 2573 & 23098 and was confirmed as having occurred in the field via logs, but was not replicated in house. The unit was tested on the in-house system in normal mode with no triggered errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all tests that were performed.